Event description:
Additional clarification reported that there was a rapid loss of pressure.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned balloon catheter found the balloon ruptured as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the balloon was popped / burst during a procedure, so the procedure was complete with another device. The patient was reported to be in stable condition.